Event description:
It was reported that about two weeks after implant, a device interrogation revealed right atrial (ra) lead undersensing of atrial fibrillation (af). The device was reprogrammed to adjust the atrial sensing and the ra lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.